Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f2009801 revealed no anomalies during the manufacturing, and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was exposed out of the skin of the patient despite the proper steps taken by the physician. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Addendum for additional information obtained: the device was stored in a cabinet in the cath lab, for less than two months. The device was stored, handled and prepped according to the instructions for use (IFU). There were no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for an interventional peripheral and superficial femoral artery angioplasty. Using a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sealant did not dislodge. The vessel type was femoro-iliac. The lesion was a little calcified. There was little vessel tortuosity/angulation. There was seventy percent stenosis. Manual compression for thirty minutes was used to complete the procedure. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was exposed out of the skin of the patient despite the proper steps taken by the physician. There was no reported patient injury. The device was stored in a cabinet in the cath lab, for less than two months. The device was stored, handled and prepped according to the instructions for use (IFU). There were no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for an interventional peripheral and superficial femoral artery angioplasty, using a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sealant did not dislodge. The vessel type was femoro-iliac. The lesion was a little calcified. There was little vessel tortuosity/angulation. There was seventy percent stenosis. Manual compression for thirty minutes was used to complete the procedure. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle and with the procedural sheath pulled back against the shuttle. The advancer tube was engaged to the tamp lock. The sealant was not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. The balloon was withdrawn through the advancer tube without problem during investigation. A product history record (phr) review of lot f2009801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment - partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.